Event description:
It was reported that during procedure, the subject stent did not open at the distal end, and it was not possible to remove the subject stent from the microcatheter. There was a surgical delay of 120 minutes due to the reported event. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.